Event description:
This case was reported via regulatory authority (B)(4) on 03-mar-2017 . This spontaneous case was reported by an other health professional and describes the occurrence of procedural haemorrhage ("bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, local for procedural pain. On (B)(6) 2014, the patient started essure at an unspecified dose and frequency. On (B)(6) 2014, the same day after starting essure, the patient experienced device difficult to use ("it was necessary to remove the entire insert with difficulty"), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("major pain"), device deployment issue ("when the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube") and complication of device insertion ("it was necessary to remove the entire insert with difficulty"). At the time of the report, the device difficult to use, procedural haemorrhage, procedural pain, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device difficult to use, procedural haemorrhage, procedural pain, device deployment issue and complication of device insertion with essure. The reporter commented: placement of essure insert under local anaesthesia. After good visualisation of ostium, the insert was easily placed. When the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube. It was necessary to remove the entire insert with difficulty, i.e. Pain and bleeding. Placement of another insert was not possible due to bleeding. Major pain for the patient. Diagnostic results: on (B)(6) 2014: gynecological examination for essure insertion: after good visualisation of ostium, the insert was easily placed. When the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube. It was necessary to remove the entire insert with difficulty, i.e. Pain and bleeding. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During insertion procedure after good visualisation of ostium, the insert was easily placed. When the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube. It was necessary to remove the entire insert with difficulty. Placement of another insert was not possible due to bleeding (seen as procedural bleeding). The reported event is anticipated according to essure's reference safety information. During difficult insertions and removals, single cases have been reported of procedural bleeding. In this particular case, the event occurred during an attempt of insertion. Given event's nature causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), health authority of (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of procedural haemorrhage ("bleeding") in a female patient who had essure (batch no. C13144) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it was necessary to remove the entire insert with difficulty" on (B)(6) 2014. Concomitant products included anesthetics and local on (B)(6) 2014 for procedural pain. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant), procedural pain ("major pain"), device deployment issue ("when the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube") and complication of device insertion ("it was necessary to remove the entire insert with difficulty"). At the time of the report, the procedural haemorrhage, procedural pain, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue, procedural haemorrhage and procedural pain with essure. The reporter commented: placement of essure insert under local anaesthesia. After good visualisation of ostium, the insert was easily placed. When the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube. It was necessary to remove the entire insert with difficulty, i.e. Pain and bleeding. Placement of another insert was not possible due to bleeding. Major pain for the patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: procedural haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 14-jun-2017. This spontaneous case was reported by an other health professional and describes the occurrence of procedural haemorrhage ("bleeding") in a female patient who had essure (batch no. C13144) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics and local on (B)(6) 2014 for procedural pain. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant), device difficult to use ("it was necessary to remove the entire insert with difficulty"), procedural pain ("major pain"), device deployment issue ("when the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube") and complication of device insertion ("it was necessary to remove the entire insert with difficulty"). At the time of the report, the procedural haemorrhage, device difficult to use, procedural pain, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue, device difficult to use, procedural haemorrhage and procedural pain with essure. The reporter commented: placement of essure insert under local anaesthesia. After good visualisation of ostium, the insert was easily placed. When the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube. It was necessary to remove the entire insert with difficulty, i.e. Pain and bleeding. Placement of another insert was not possible due to bleeding. Major pain for the patient. Diagnostic results: on (B)(6) 2014: gynecological examination for essure insertion: after good visualisation of ostium, the insert was easily placed. When the insert was to be released, the inserter remained attached to the insert, which came out of the uterine tube. It was necessary to remove the entire insert with difficulty, i.e. Pain and bleeding. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 16-jun-2017 for the following meddra preferred term: procedural haemorrhage. The analysis in the global safety database revealed 25 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 14-jun-2017: further information cannot be obtained. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.